Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the lead was explanted due to a perforation. It was determined that the device was no longer required due to non-device related considerations. The lead will not be returned for analysis.